Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was disposed by the facility; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.